Event description:
Related manufacturer reference number: 1627487-2023-01575. It was reported that the patient experienced mild discomfort at both ipg sites. Surgical intervention occurred on (B)(6) 2023 wherein both ipgs were explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.